Manufacturer narrative:
Analysis was able to confirm that the ventricular output knob was not functioning; the encoder switch assembly was out of mechanical specification. Analysis also noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output knob was no longer functioning. The epg was returned for service. There was no patient involvement.